Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a sigmoid colectomy procedure the device started activating on its own while sitting on the table. The case was completed with another harmonic device. There were no patient consequences reported. No device will be returned.